Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and varying impedance measurements. Additional information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).